Event description:
It was reported that during a stent graft deployment procedure in a forearm loop graft, the stent graft allegedly partially deployed approximately 1 mm and the outer sheath catheter fractured distal of the tuohy borst adapter. The stent graft was retrieved and the procedure was concluded. There was no reported patient injury.

Manufacturer narrative:
Based on the information available and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Based on the investigation of the returned catheter sample it was confirmed that the user could only partially deploy the stent graft. The outer sheath was found fractured which made a successful deployment impossible. At the fracture site the outer catheter was found elongated which indicated that a high release force was present when the fracture occurred. Increased friction was therefore considered as reason for increased release force and subsequent fracture. An indication for a process related issue could not be identified. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'the safety and effectiveness of the device when placed across a tight bend has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure'. Furthermore, the IFU states: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' (B)(4).

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during a stent graft deployment procedure in a forearm loop graft, the stent graft allegedly partially deployed approximately 1 mm and the outer sheath catheter fractured between the distal part of the tuohy and the catheter. The stent graft was retrieved and the procedure was concluded. There was no reported patient injury.